Event description:
The MFR rec'd info alleging a ventilator would not power on. The device was not in pt use. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.